Event description:
Graft leaked blood during the operation for about 6 or 7 minutes. The bleeding stopped by itself while the doctors was anastomosing the distals. The quantity of blood lost through the graft is unk. The graft was left in. The pt's condition is ok. No sample is available for evaluation.